Manufacturer narrative:
Complaint confirmed. Visual evaluation confirms that both tips of needles had broken off approx. 0.01 in. The thickness of the needles point was assessed using digital micrometer ID: 224 and met design specifications. Functional evaluation could not be performed due to the broken condition of the devices. The cause of the event is undetermined, however a likely cause is user-applied mechanical forces.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 09/08/2021 it was reported by a sales representative via email that an ar-13995n multifire¿ scorpion¿ needle broke after heavy use. This was discovered during dynatape pass. The tip was not recovered, however the xray was clean from needle tip. Additional information provided on 09/09/2021: date of surgery: "(B)(6) 2021". Facility account number where incident took place: (B)(4). What procedure was being performed: rotator cuff repair. How was the case completed: procedure was successful. What hand instrument was being used with the needle? Scorpion ar-13999mf. Is the rest of the needle available for return: yes.